Event description:
Surgeon revised patient's left knee due to loose soft tissue. The surgeon implanted a thicker poly insert.

Manufacturer narrative:
An event involving the revision of a triathlon ts insert to a thicker insert due to instability was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the device was not returned for evaluation and no medical information was provided. Further information such as x-ray images, operative reports, and patient follow-up notes are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Surgeon revised patient's left knee due to loose soft tissue. The surgeon implanted a thicker poly insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.